Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead displayed decreased r-wave measurements, with increased threshold measurements and loss of capture (loc). Left ventricular (lv) loc was also observed. An xray was performed, and the rv and lv leads were confirmed to be dislodged. An invasive revision procedure was performed and the rv lead was revised successfully. The lv lead was explanted. No adverse patient effects were reported during the procedure. Approximately one week later, the patient received a shock while chopping wood with a hatchet. Upon interrogation, the shock channel did not match the rate/sense channel and undersensing of the rv was also observed. Noise was not reproducible during isometric testing. All other lead measurements were within acceptable limits. An xray confirmed that the lead had dislodged again. An invasive revision procedure was performed and the rv lead was unable to be revised. A new rv lead was implanted successfully. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. The helix was retracted and physically met specifications. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.